Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through (B)(4).